Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to emergency room (ER) for inappropriate shocks and anti-tachycardia pacing (atp) due to possible supraventricular tachycardia (svt) rhythms. The health care professional (hcp) interrogated the crtd device and discovered multiple events of delivered inappropriate shocks and atp episodes recorded spanning about two years. The hcp requested technical services (ts) review of the device data to confirm device operation. Ts reviewed the data and recommended the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No additional adverse patient effects were reported. The device remains in service.